Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device was performed through high magnification, and it was discovered that the balloon had a pinhole located at the proximal section of the balloon material. Dry contrast was also found inside the balloon. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. This failure is likely due to factors or conditions related to procedure, such as the manner in which the device was handled and manipulated, technique used by the physician, the interaction between the scope and the balloon, and normal procedural difficulties encountered during the procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was difficult to inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.